Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to close, difficult to fire, and the staples did not form properly. The surgeon performed an unintended colostomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.